Manufacturer narrative:
(B)(4). Country of event occured: europe: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Varnum, c., pedersen, a., kjærsgaard-andersen, p., and overgaard, s. (2015), comparison of the risk of revision in cementless total hip arthroplasty with ceramic-on-ceramic and metal-on-polyethylene bearings, acta orthopaedica, volume 86 (3). (B)(4).

Event description:
Information was received based on review of a journal article titled, "comparison of the risk of revision in cementless total hip arthroplasty with ceramic-on-ceramic and metal-on-polyethylene bearings" which aimed to compare the 9-year revision risk for cementless coc total hip arthroplasty and for cementless mop total hip arthroplasty. This complaint represents: twenty-two (22) ceramic on ceramic patients with dislocation resulting in revision.